Event description:
Customer reported that the pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on troubleshooting steps, but the pump did not power on. Consequently, technical support arranged to replace the pump, confirmed shipping details, and ensured the customer knew how to put the pump into storage mode before returning it. Customer agreed to use multiple daily injections as a backup therapy and to return the faulty pump within ten days using a supplied pre-paid label.